Event description:
On august 24, 2006, the lay patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displayng the apply sample. The medical affairs specialist (mas) spoke with the patient on august 25, 2006 to obtain/verify the following information: the patient has owned the reported meter since march 2006. She normally tested with the meter twice a day. She takes glipizide and metformin oral diabetes medications twice a day; she did not know the dosages of these medications. The patient also takes benazepril daily. The patient was first unable to obtain a meter reading beginning in approx three months later. She attempted to test with the meter after that time, but was unable to obtain a reading. She did not remember the last time she attempted to test with the meter prior to event date. She continued to take all of her usual medications during the time she was unable to obtain a meter reading. On the same day, the patient said, she was upset and angry. She did not eat meals as usual; however, she took all of her usual medications. At approximately 3:30 pm, her daughter came to her house and found the patient sweaty, shaking, "walking sideways", and confused. The patient did not know when her symptoms started on the same day. The daughter tested the patient's blood glucose with the daughter's meter. The patient said the result was low, but she did not know the specific result. The daughter gave the patient "coke" and chocolate and retested the patient. The patient's blood glucose level remained low and the daughter called ems. Paramedics obtained a "low" result on the ems meter. The emt's started an IV and took the patient to the ER where she received additional IV glucose. The patient did not know the specific readings obtained by the emt's or in the ER. The patient has not been able to obtain a reading on the reported meter since approx two weeks earlier. She has continued to take her usual diabetes medications and has not experienced another episode of concern since event day. A nurse recently advised her to call lfs regarding her meter. The customer care advocate (cca) was unable to walk the patient or reporter through retesting because the patient had no test strips. The meter, test strips, and control solution were replaced. The patient was unable to obtain a meter reading on the lfs meter. She experienced symptoms that suggested hypoglycemia and low blood glucose readings were obtained on other devices after the patient became symptomatic. The patient received treatment with food, beverage, and IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Device ID for the d4, "other #" field is: 1-av-1086.